Event description:
It was reported that the customer believes that insulin is leaking from the insulin pump. Customer's blood glucose level at the time was over 500 mg/dl. Treated with manual injections. Troubleshooting was declined. Advised insulin pump would be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.